Event description:
It is reported that when the operating room staff opened the outer box, it was discovered that the inner sterile packages were broken.

Manufacturer narrative:
This report will be amended when our investigation is complete.